Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Customer stated ¿from what I know, there was no product malfunction. The only thing that I can conclude is that the student who first handle it, did not follow proper procedures for removing the cap. The incorrect side(cap) was removed.¿ the expiration date of this lot is 2024-09-30. The expiration date will be presented on the shield/cap of the needle. This complaint is unable to be confirmed for the indicated failure mode of needle stick. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "while using the device, my wife accidently got stabbed under her fingernail with the needle. She is most likely ok, however, as her husband, I want to make sure that this needle has been properly sterilized."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a needle stick injury, post use. The following information was provided by the initial reporter. The customer stated: "while using the device, my wife accidently got stabbed under her fingernail with the needle. She is most likely ok, however, as her husband, I want to make sure that this needle has been properly sterilized."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.